Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the patient information was not showing at station. A technical support specialist corrected the inactivity time and executed a data synchronization with the device. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system failed to display the patient data. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.